Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited double-counting and subsequent inappropriate shocks. It was found that the lead was double-counting due to being dislodged. It was noted that the lead would be repositioned in the near future. No adverse patient effects were reported.

Event description:
Additional information was provided that the physician elected to explant the lead and replace it with a non-boston scientific lead. It was noted that the patient may have "twiddled" the lead; however, this was not confirmed. No adverse patient effects were reported. It was noted that the lead was discarded after the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.